Event description:
It was reported that research pathology of an explanted heart found 1 unk xience v stent implanted within 1 non-abbott stent in the mid left anterior descending coronary artery and 1 unk xience v stent within a non-abbott stent in the proximal left circumflex coronary artery. Both xience stents showed neoatherosclerosis. The cause of death was nonstent related cardiac death. The event occurred (B)(6) days post stent implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6) 2012 - estimated date of event. (B)(6) 2010 - estimated date of implant. There were no reported product deficiencies. The reported patient effect of occlusion is listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as a known adverse event of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The other xience v device referenced is being filed under a separate medwatch MFR number.